Manufacturer narrative:
Event date estimated as the article publish date is (B)(6) 2022. Literature citation: akhil mogalapalli, sundeep kumar, tabitha lobo, joseph reed, luis augusto palma dallan, sung-han yoon, steven j. Filby (november 30, 2022). Delayed pericardial effusion following left atrial appendage closure: a 5-year single-center experience. Journal of invasive cardiology vol. 34.

Event description:
Reported via journal article: it was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Eight hours post-procedure the patient reported lightheadedness and was found to be hypotensive and required an urgent pericardial drainage. A 45-day routine check-up was performed with either computed topography (CT) or transesophageal echocardiogram (tee) and no significant peri-device leak, thrombus, or device embolization was discovered. No additional information is known.